Event description:
A malfunction alarm, identified as "malf 1," was reported with pump serial number 1326175, which was covered under warranty. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump sent by technical support. The customer was also instructed on how to put the current pump into storage mode and return it within ten days using a pre-paid label.